Event description:
Customer stated that their meter does not show the first number on the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.